Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: he instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following & impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported that during impella access there was bleeding, ischemia and dissection. It was noted that there were unable to repair in cath lab, so patient going to operating room for vascular repair. The patient was weaned successfully and cp removed. Contralateral access gained due to inadequate right femoral artery hemostasis. Angiogram showed right common femoral artery occlusion. Patient taken to intensive care unit post procedure with plan to go to operating room for surgical repair of right femoral artery. Patient survived.